Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "the original screw for the latitude cap (dky069) could not be screwed into the corresponding original shaft (ulna, 0030231). Since this was a revision after 6 years, unfortunately no packaging or additional documentation is available."